Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the first needle disconnected from the thread when pulling the needle out from the tissue at the first stitch. The procedure was completed with another device. There was no patient injury.